Event description:
It was reported that during use in a ligament surgery, the footprint ultra pk suture anchor broke inside the patient, all pieces were retrieved from patient using tweezers. A delay less or equal than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10: internal complaint reference¨case (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw materials found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of customer provided image found an anchor that is bent on the distal end. The shaft of the device is also pictured. The inner shaft, protruding from the outer shaft on the distal end, is also bent. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed. The anchor is bent and fractured, and the distal end of the inserter is bent. There is debris on the anchor and shaft. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the footprint ultra pk suture anchor was cracked. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay. A smith and nephew back-up device was available.

Manufacturer narrative:
Health effect - impact code updated.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw materials found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of customer provided image found an anchor that is bent on the distal end. The shaft of the device is also pictured. The inner shaft, protruding from the outer shaft on the distal end, is also bent. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.